Event description:
It was reported that there were issues with extending and retracting the screw 'brace"/spring for the lead. The connector could not be trusted. The lead was returned for further analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism.